Manufacturer narrative:
(B)(4). B5: describe event or problem - subsequent to the initial MDR, a correction is required. H2 type of follow up- correction h6: correction: previous follow-up (MDR-(B)(4) forgot to mention conclusion codes 3248 (wireless communication problem) and 4315 (cause not established).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.